Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Aspirated fluid infected [arthritis infective]. Right hip joint effusion (joint effusion]. Stiffness in right hip [joint stiffness]. Pain in right hip [arthralgia]. Swelling in right hip joint [hip swelling]. Case description: spontaneous report received on (B) (6) 2008 from a consumer via a company representative regarding a male patient, (B) (6). The patient received synvisc on (B) (6) 2008 into the right hip. On (B) (6) 2008, approximately 3 days after starting synvisc, the patient experienced pain and stiffness in the right hip. On (B) (6) 2008, the patient underwent a magnetic resonance imaging where swelling in the hip joint was recognized. Joint aspiration was performed on (B) (6) 2008 and 40 ml was drained. Additional information was received on 03/18/2008 from the physician's office. The patient had a previous hip fracture with an implant still in place in the affected hip. On (B) (6) 2008, two days after the initial report, the patient underwent an unspecified surgery as his aspirated fluid was found to be infected.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.